Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the device was used to anastomose the lobe. Several staples malformed from the first firing to the fourth firing. Hand sewing was used to complete the procedure. There were no adverse consequences for the patient reported.